Manufacturer narrative:
The soft cannula was observed to be kinked and damaged at the distal tip. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the device data. A leak test was performed and no leaks were found. The damage did not affect the ability of fluid to flow through the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found squished/bent. As treatment, corrections were delivered and a new pod was applied.

Manufacturer narrative:
The soft cannula was observed to be kinked and damaged at the distal tip. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the device data. A leak test was performed and no leaks were found. The damage did not affect the ability of fluid to flow through the fluid path.